Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette leaked. This event occurred before use while priming. The patient was not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed and a crack at the side of the welded cassette was noted. Functional testing was performed which included leak testing. During leak testing the cassette leaked at the crack location only. The reported condition was verified. The sample did not meet specification for the reported issue. An assignable cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.